Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that patient experienced pain at the implantable pulse generator pocket site. The device was explanted. Patient has alternative therapies to manage pain therapy. Patient was stable.